Event description:
It was reported that the patient presented in clinic for a follow up. Upon the interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.